Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was due to corrosion on the battery board and a y1 component internally open and a u13 component internally shorted. The root cause for the corrosion was ingress of an unknown liquid. The root cause of the internally open y1 and shorted u13 component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.